Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative returned to the site to test the system and replace the equipment. The touchscreen monitor was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The surgeon touchscreen monitor was returned to the manufacturer for analysis. Investigation found that the monitor has physical damage to touch membrane. Appears to be from a sharp object. There are other light scratches along bottom of screen. Image is displayed properly and glass is not broken. Touch function is accurate and responsive. Failure was confirmed. The hardware investigation found that reported event was related to physical damage due to misuse.

Event description:
A medtronic representative reported that while troubleshooting the navigation system, the system appeared to become unresponsive. She was troubleshooting on the rack integrated monitor when the mouse appeared to stop working, the cursor would move but she could not click on anything. While further troubleshooting, the medtronic representative checked the touch screen monitor in the room to see if cursor was responding on the monitor and found a bubble on the screen. She attempted to use the touch functionality on the monitor and found the cursor was responding erratically. The medtronic representative then turned off the touch screen monitor and rack monitor and the mouse started functioning normally. There was no patient present when this issue was identified.